Event description:
This device was serviced for preventative maintenance. During initial inspection, a baxter technician found the unit had a broken power cord. The customer did not report this condition nor did the customer allege product malfunction or defect. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.